Manufacturer narrative:
The reported defective device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. Complaint # (B)(4).

Event description:
When the soft-vu catheter was being flushed, outside of the patient, the tip fractured / detached. There was no adverse patient effect due to this event. The reported defective disposable device has been returned to the manufacturer for evaluation.

Manufacturer narrative:
Returned for evaluation were 3 unopened soft vu catheters. 1 sample was labeled as lot : 5080709, and 2 samples labeled as lot: 5285718. Lot: 5080709: a visual review of the returned catheter and tip noted the tip was completely detached. Further evaluation of this device noted the fracture was clean, and appearance of cracking along the surface of the tip material. Lot: 5285718: a visual review of both catheters were noted to contain no damage or defect. These samples were manipulated to induce similar cracking but none could be induced. The customer's reported complaint description of the "the tip broke off" is confirmed for packaging lot: 5280709. Packaging lot 5285718 cannot be confirmed, as the returned catheters functioned as intended. A material change to address the robustness of the catheter tip was implemented on 11-aug-2017. The complaint sample sub-assembly (lots 5068593 & 5078602) was manufactured before the implementation of this material change and the tips were of the old revision a review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. The instructions for use, which is supplied to the end user with states; "never advance or retract an angiographic catheter or guidewire against resistance. This may result in damage to the vessel, the product, or both. Do not attempt to hand straighten the tip of any curved tipped catheters which are furnished with a tip straightener. This may result in damage to the product. Tip straighteners are furnished on all catheters intended to be straightened with the aid of a tip straightener. Always use a guidewire to remove the catheter from the vasculature. Failure to do so may result in damage to the vessel, puncture site, product, or all three. The maximum pressure limit of catheters intended for flush angiography is stated on the catheter package. When using a pressure injector, do not exceed the stated maximum pressure. Catheters intended for selective angiography do not have a maximum pressure limit stated on the catheter package. Typical flow rates of up to 10cc per second are stated with pressure generated to achieve these typical flow rates. Never advance or retract an angiographic catheter or guidewire against resistance. This may result in damage to the vessel, the product, or both. Angiodynamics angiographic catheters are designed for use with specific guidewire diameters. The recommended maximum guidewire diameter is specified on the catheter label". A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint #: (B)(4).